Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following additional information: the recover fault option or rebooting did not solve the issue. The surgeon discontinued the use of arm and continued with the remaining functional arms.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm 4) for failure analysis investigation. The unit was analyzed and the 1007 error was found indicating voltage fault on the unit, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. The complaint was confirmed and replicated by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the proximal set-up joint (psuj) for failure analysis investigation. The psuj was analyzed, and the reported problem was confirmed and replicated. The system logs identified error 1007, indicating a power monitor undervoltage fault on the axes controller setup (acu), as well as the same error on the distal suj and usm, confirming the fault occurred in the field. Additionally, error 32100 was observed, indicating an axes controller (ac) hardware current/voltage monitoring fault on channel "p48v_brk". Visual inspection revealed no abnormalities related to the reported issue. When installed on a golden system in normal mode, the unit reproduced errors 1007 and 32100, confirming the failure. Subsequent testing on a patient side cart fixture test platform (pftp) showed the horizontal brake failed to release with error 1007. Installation of a golden acu followed by aba testing verified the acu as the source of the fault. The complaint was confirmed and replicated by failure analysis. The probable root cause is attributed to voltage faults resulted from a faulty acu board, located on proximal suj outer assembly.

Event description:
It was reported that during a da vinci-assisted gynecology hysterectomy benign surgical procedure, the customer reported to technical service engineer (tse) that universal surgical manipulator (usm) 4 has been giving a recoverable fault 1007 over the past few days. Tse was unable to view logs due to onsite not being connected. Tse recommended to press the recover fault option, reboot the system or just to disable the usm arm. The procedure was completing as planned with no report of disabling/discontinuing the usm arm with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.